Event description:
Info was received, that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. The pt stated that her blood glucose became elevated around midnight on the same day, shortly after a site, set and cartridge change. She tried to trouble shoot throughout the night. The next morning around 10:30 she went to the hospital where upon admit her blood glucose was 749 mg/dl. She was treated with IV fluids, and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the eval.